Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was also reported that the patient had a ventricular tachycardia (vt) episode that was detected as supra ventricular tachycardia (svt). The arrhythmia lasted until the patient was externally cardioverted in the emergency room. The on-set triggered svt detection rather than vt detection. The device was reprogrammed and it remains in use. No further patient complications have been reported as a result of this event.